Event description:
During a laparoscopic nissen fundoplication the surgeon was using the lcs. The entire dissection which progressed uneventfully. The surgeon then dissected the short gastric on power level 2 with the flat blade. Within 1 second, the vessel blew open. Attempts were made to control bleeding for 5 mins using clips. The bleeding was unable to be controlled and the case was converted to open. Tied off vessel with clips. Case then completed. Pt experienced approx 300 cc blood loss but required no blood transfusion. Pt doing well at this time.